Event description:
The pt was implanted with an ipg on (B)(6) 2010. It was reported that her stimulation turns off shortly after communication is established between her ipg and programmer. In an effort to resolve this matter, a new programmer was shipped to the pt. F/u on this issue found that the reported problem persists with use of her replacement programmer. Add'l troubleshooting will be conducted.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.